Event description:
It was reported that pt underwent total knee arthroplasty procedure in 2007. Wrong sized product was found inside package. Package was labeled as 183130, lot 395450, size 67.5mm, product in package was marked with lot 395400 size 62.5mm.

Manufacturer narrative:
Investigation determined that labels for lot 395450 were reprinted and lot 395400 was subsequently labeled incorrectly with the printed labels. Corrective and preventive actions were initiated. In response to recent FDA audit, retrospective review was performed; event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiate.